Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system booted correctly. All pcb's were re-seated to prevent another anomaly. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system reportedly did not have any image on the monitor. This was found during set-up for a procedure. No patient involvement. The system was removed from service.